Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® edta 2k customer reports glass tips were in the tube. The following information was provided by the initial reporter. The customer stated: "this report is about fm (glass tips). Glass tips were in a tube."

Event description:
It was reported when using the bd vacutainer® edta 2k customer reports glass tips were in the tube. The following information was provided by the initial reporter. The customer stated: "this report is about fm (glass tips). Glass tips were in a tube."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: ( B)(6) 2023. H.6 investigation summary bd received a sample and four (4) photos for investigation. The sample and photos were reviewed and the customer¿s indicated failure mode for foreign matter (fm) was observed. The fm was observed to be a plastic piece of tube. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode of fm. There has been increased awareness for cleanliness and reduction of foreign matter in the plant. Bd was not able to identify an exact root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.